Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope exhibited no image. The malfunction occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient harm.